Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related to: 2210968-2022-01195, 2210968-2022-01196, 2210968-2022-01197.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) of 2022 and suture was used. During the procedure, the suture frayed 4 times. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/22/2022. H6 component code: g07002 no device problem found. H3 investigational narrative: four opened boxes with thirty, thirty-two, eleven and thirty-three packets ea. Of product code d7160 were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. As per sampling plan visual inspection were performed to thirty-two samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to fraying or damaged suture and no defects were observed during evaluation. Tactile test inspection was performed with the meaty parts of thumb and forefinger and the color was intact. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.